Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer via email with instructions on how to handle their situation. The rse also inquired about various device behavior and its set up. The customer responded saying, the error message was resolved by a cold start last week and the case can be closed. It remains unknown if the device produced sound at the time of the event. Based on the information available in the case, the cause of the reported problem was not confirmed. The reported problem was confirmed. The unit returned to working specification. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The customer restarted the device and the issue went away. A good faith effort (gfe) was sent out to confirm sound. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device gave a speaker error message. It is unknown if the device produced sound at the time of the report. The device was in use on patient at time of event, there was no adverse event reported.